Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unit received with intermittent buttons due to moisture damage at the keypad traces. No button error alarms noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The device was received with minor scratched lcd window.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer reported that the insulin pump may have recently been exposed to sweat. Customer stated that none of the keys were responding. Blood glucose level was 112 mg/dl at the time of the call. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).